Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) and the device was unable to be interrogated. At this time, the device remains in service. No adverse patient effects were reported.